Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the user reported that the drug solution did not come out and this was experienced in two devices.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd ultra-fine¿ pro pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the user reported that the drug solution did not come out and this was experienced in two devices.

Manufacturer narrative:
D10: returned to manufacturer on: 2021-12-08. H6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned sample and photos was carried out and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.